Event description:
A 5x300mm curved arm 2 was in use by the surgeon when the arm of the equipment broke off. It was retrieved from the patient successfully without consequence. Diagnosis or reason for use: surgical procedure.